Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2014. Customer stated their blood glucose declined to 43 mg/dl at the time of admission. It was also found the customer's low blood glucose caused seizures. The customer was also pregnant at the time of the adverse event. Customer declined to troubleshoot for their low blood glucose. No additional information provided.